Event description:
It was reported that the user experienced elevated blood glucose to 399 mg/dl associated with a pump occlusion noted in alarm history, after which glucose trended downward and the pump resumed delivery; the user had changed an infusion set two days prior and suspected tubing may have tangled with a belt. Symptoms included hyperglycemia without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included self-resolution with glucose returning to 116 mg/dl and no medical intervention, hospitalization, or backup therapy. Investigation included customer care troubleshooting and education on occlusion recognition and infusion set management, with confirmation that no fill-tubing action was performed and that the user would replace the infusion set. Investigation of this case revealed an occlusion event consistent with infusion set or tubing obstruction, which temporarily interrupted insulin delivery and resulted in transient hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user technique and external tubing interference contributing to an occlusion.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.